Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported via phone call that customer received excessive no delivery alarms. Customer's blood glucose was 25 mmol/l. Troubleshooting was performed and insulin did not exit plunger push. Customer was advised that occlusion was due to infusion set and reservoir connection. Customer was advised that infusion set and reservoir would be replaced.